Event description:
The patient's generator and lead were both replaced on (B)(6) 2016. During the replacement, pin reinsertion was not performed and the surgeon simply proceeded with the replacement. The high impedance resolved with lead replacement, but the surgeon decided to replace the generator because he used electro-cautery when removing the old battery that resulted in damaging the device. The sales representative did re-train the surgeon on the importance of not using electro-cautery when the generator is not being explanted. The explanted devices were discarded after surgery.

Event description:
It was reported on 10/28/2015 that this patient has high impedance. The patient had a recent generator replacement on (B)(6) 2015. The impedance when the new generator was connected was ok at 1187 ohms. The patient was doing some work, lifting shingles on her roof a couple of days ago and it is unknown if this may have caused the issue. No further relevant information has been obtained to date.

Manufacturer narrative:
Describe event, corrected data, a new MFR. Report was created to house all further events for the generator premature eol.

Event description:
MFR. Report # 1644487-2016-00837 created to house the report of electro-cautery being used when removing the old battery that resulted in damaging the device. All follow-up information for that depleted generator battery will be housed in that MFR. Report.